Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2014, the patient presented due to unstable angina and was referred for cardiac catheterization. Target lesion #1 was located in the left main coronary artery (lmca) extending into the proximal left anterior descending (lad) artery with 70% stenosis, and was 32mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with direct placement of a 3.00x32mm and a 3.50x20mm promus element ¿ stents in overlapping manner. Following post dilatation, residual stenosis was 3%. Target lesion #2 was located in distal left circumflex (lcx) artery with 80% stenosis, and was 12mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with direct placement of a 2.50x12mm promus element ¿ stent with 3% residual stenosis. Three days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with unstable angina and was hospitalized on the same day. Eleven days post admission, the 90% restenosis in the previously placed 2.50x12mm promus element ¿ stent in the distal lcx was treated with percutaneous coronary intervention (pci) with 0% residual stenosis. Two days later, the event was considered as recovered/resolved and the patient was discharged on the same day.